Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent. The omega stent delivery system (sds) was not returned for analysis. There was contrast and blood on the stent. The entire stent was damaged. There were stretched, overlapping, flared, bent and bunched struts. The balloon and shaft were not able to be analyzed due to the sds not being returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 20x4.00mm omega bare metal stent was advanced to treat the target lesion. However, during stent implantation, the stent dislodged from the delivery balloon catheter. The stent did not move to the arterial blood flow. The stent could be retrieved up to the arterial puncture, where the stent became stuck at the cutaneous tissue. This device is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 20x4.00mm omega¿ bare metal stent was advanced to treat the target lesion. However, during stent implantation, the stent dislodged from the delivery balloon catheter. The stent did not move to the arterial blood flow. The stent could be retrieved up to the arterial puncture, where the stent became stuck at the cutaneous tissue. This device is only ous approved but is similar to an approved us device.